Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side pain and inflammation. Patient requested testing to "rule out the hypothesis of bia-lacg anaplasic cells tumor." Patient reported "lymph node images with respected corticohilar relationship in axilla", edema, "very strong pain", "not sure of the [capsular contracture] grade but it should be iii or IV as the pain is unbearable making it difficult to perform job". The device remains implanted. Solid nodular image reported but not device related.